Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and analysis revealed no anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that screw mechanism failure occurred during the implant procedure. The screw did not retract and did not appear to be extended when screw was removed. The screw was extended but could not be retracted. The lead was attempted and not used. No patient complications have been reported as a result of this event.